Manufacturer narrative:
This MDR is the result of an investigation finding. Our quality engineer inspected the sample and photographs submitted for evaluation. Your report of a damaged catheter was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard IV catheter was returned for investigation. What appeared to be a shaving of catheter material was observed on the external surface of the catheter tubing near the tip. The non-foreign material was likely shaved from the catheter by the needle. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was determined that bd insyte autog bc global non foreign matter was found during investigation. Original report: "it was reported that the needle had popped out of the catheter before use." "Sales rep mentioned that: when they opened the package, the needle was sticking out of the catheter. They have reported this same issue numerous times in the past. Naturally, they did not perform the puncture."